Event description:
A report was received that a cypher sds was associated with leakage. In addition, this pt of unk age, gender and medical history experienced a restenosis four months post the implantation of two other cypher stents. This pt was admitted for coronary intervention of the proximal through distal circumflex (lcx) artery. The % stenosis was 100% for the proximal and 90% for the distal lcx. A 3.0 x 23mm cypher and a 3.5 x 13mm cypher were implanted in the proximal through the distal lcx. The first cypher (3.0/23mm) was implanted in the distal vessel and a second cypher (3.5/13mm) was implanted proximal to the 1st cypher. For both stents, inflation pressure and time were unk. Ivus was not conducted. But angiography was conducted and it was confirmed that two stents were overlapping each other. There was no more info regarding this procedure. Four months later, angiography of the lcx was conducted and restenosis was observed focally at the overlapping portion of the previously implanted cypher stents. The target lesion was highly calcified and moderately tortuous. There was 90% restenosis. A 5f guiding catheter was used to access the vessel. He then deep-seated the guide catheter into the target lesion for backup support. The cypher was successfully delivered to the target lesion, but when negative preparation was performed at the target lesion, blood was noted flowing into the inflation device. The cypher was removed from the pt. To check the unit again, the unit was immersed in heparin solution and negative preparation was performed and heparin solution was pulled confirming the leakage. A different cypher (3.5/18mm) was used instead and was implanted at the target lesion successfully although there was difficulty crossing the lesion.

Manufacturer narrative:
In summary, the proximal to distal circumflex was described as a 100% occluded cto. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at an unk maximum inflation pressure. This was followed by the more proximal and overlapping placement of a 3.50 x 13mm cypher stent at an unk maximum inflation pressure. Treatment of the rca lesion was deferred at this time. The post procedural administration of asa or ticlid was not reported. Four months after the index procedure, the pt returned for the treatment of the rca lesion. An angiogram revealed a 90% focal restenosis of the overlapping portion of the cypher stents in the circumflex. It was also described as highly calcified and moderately tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the introduction of a 3.50 x 23mm cypher stent. Attempts to track the sds from the lm to the proximal circumflex were unsuccessful and the sds was removed without injury to the pt. The vessel was then pre-dilated and the cypher sds re-introduced. These attempts to reach the lesion were again unsuccessful. The physician suggested that the sds was caught on one of the previously implanted cypher stents. He then double-wired the bifurcation and re-attempted sds advancement. These maneuvers were also unsuccessful. He then deep-seated the guider and was finally able to cross the lesion. During the negative prep of the device, blood was seen in the inflation device and the sds was retrieved without injury to the pt. The procedure was completed with another cypher product although some difficulty accessing the lesion was again experienced. The two original cypher stents remain implanted in the pt and are thus not available for eval. The 3.50 x 23mm cypher sds associated with the leakage was returned with its' associated stent still mounted on the balloon. Visual examination revealed that the balloon had a 1mm leakage proximal to the proximal marker band. Sem analysis of the outer surface of the balloon material revealed evidence of abrasions that might have caused the balloon leakage. DHR reviews of all three involved lot numbers revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are vessel and procedural factors that may be associated with this event. The reported complaint of sds leakage was confirmed by analysis; though its' exact cause could not be conclusively determined. There are vessel and procedural factors that may be associated with this event. This product is not sold in the united states, but it is similar to a product that is sold in the united states. This is one of three report submitted for the same event. Please reference MFR report#s: 9616099-2007-00602, -00603, and -00604. Please note: the events in this report were previously reported (within the 30-day time frame) under MFR report#'s 9616099-2006-01329, -01330 and -01331. This info was incorrectly combined with another event for another pt. The files have been separated and the events for this pt are now captured in this new file.